Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. The set bolt on the side panel of the release button was pressing against the IV pole release plate. The set bolt was adjusted so that it did not continually press against the IV pole release plate. The IV pole was cleaned and verified for proper operation prior to release. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no issues related to the reported condition identified. Root cause: the root cause of this failure was the set bolt on the side panel of the release button was pressing against the IV pole release plate. Correction: trima field action 30 has been initiated to notify all trima users to use precaution while transporting the device and a caution statement was included in the operator's manual. The IV pole clamp was installed on this device in (B)(6) 2018. Corrective action: an internal CAPA has been initiated to evaluate reports of the IV pole dropping down suddenly.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. Per the customer, the IV pole collar was in place. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.